Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed for an error during a bolus and during normal use. The display went black and a new battery was inserted. The insulin pump passed the self test. The issue had occurred three times within three months.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, seating and basic occlusion test. No unexpected insulin flow blocked alarm noted during testing; insulin flow blocked feature function properly during basic occlusion and occlusion test. No display anomaly or black display anomaly noted. The insulin pump was monitor and no unexpected error message alarm noted. The sleep currents are within specifications. The insulin pump was received with cracked keypad overlay at the center circle button, cracked reservoir tube lip, cracked case at the battery tube side, broken belt clip slot and minor scratched lcd window.